Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having trouble with the prime loop. The customer stated that she was at fill tubing and can¿t get the numbers to come up. The customer was trying to change set and was running out. Customer stated they were unable to exit the preparing to prime loop. The call dropped before completing troubleshooting. The insulin pump will not be returned for analysis.